Event description:
It was reported that the patient had a recent right ventricular (rv) lead perforation. The patient had a near syncopal episode and came into the office for evaluation. The rv lead had no capture at max output. It was suspected that the rv lead had perforated through the rv apex. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).